Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that an impedance check showed normal impedance. The cause of the tremor remained unknown and had not been resolved. The patient's replacement surgery was denied by their insurance providers so the hcp had no actions or interventions to resolve the problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the patient had small bowel surgery in (B)(6) 2017, and was in the hospital and long term care for sometime to get back on their feet. The hcp reported that since the surgery, the patient had noticed a slight tremor return. The hcp reported that this tremor return began around mid (B)(6) 2017. The hcp reported that the patient went to their managing hcp to check the device and found no anomalies. The hcp reported that the patient was programmed at 2.6v and the patient's ins voltage was at 2.5v. The hcp reported that the patient's managing hcp suggested either increasing the patient's amplitude or changing out the ins. The hcp reported that the patient will follow up with their managing hcp. No further patient complications have been reported as a result of this event.